Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. 2 additional sensors were reported (serial number unknown) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported unspecified sensor errors with the freestyle libre 2 sensor. The customer reported the following: ¿I was using a libre 2 14 day blood sugar monitor I put a new sensor on my arm at 5:00 am, it failed at around 8:00 pm. So I changed it again the second one did not work at all. That was the last one I had at home I could not get one till 4:00 pm after work so I was unable to know my blood sugar for 24 hours, not a good thing. I got a new one that one worked the full 14 days, the next one failed after just 8 days.¿ no further details were reported and there was no report of an adverse event occurring or third-party treatment due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.